Event description:
This event is deemed reportable based on the allegations in a potential lawsuit, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medicals mesh product. Claimant attributes unspecified complications to the mesh. Since this is a potential legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Manufacturer narrative:
Investigation: a review of manufacturing and sterilization records was performed and there was not any problems noted that would impact this report.

Manufacturer narrative:
A follow up report will be submitted following the investigation into this event.